Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated. This lead has not been returned. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the right ventricular (rv) and right atrial (ra) leads were eroding through the patient's skin. A revision procedure was performed to reposition the leads into the pocket. To date, no further adverse patient effects were reported. Additional information was received that both the ra and rv leads were explanted due to pocket erosion. No other adverse patient effects were reported.